Event description:
Patient presented with 8cm aaa, with moderate calcium along the iliac vessels, as well as at the aortic bifurcation and throughout the aortic neck; severe neck anglulation (off-label). A wire was advanced on the ipsilateral (right) side. Several attempts to advance a wire on the contralateral (left) side were unsuccessful. The physician decided to convert to an aui, starting with a 20-13-88fl limb extension in the right iliac into the bifurcation, then a 28-28-75l proximal extension from the 20-13-88fl into the aneurysm, and then an attempt with a 34-34-80l proximal extension. The 34-34-80l would not advance past the bifurcation and the patient was converted to open repair. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician was not able to access with a guidewire on the contralateral side.